Manufacturer narrative:
The authorized service provider (asp) visited the hospital and confirmed the reported problem. The asp explained the contents of the log and performed a startup test more than 10 times and reported to the me that no abnormality was observed. They had observed the device for a while per the me¿s decision, but they decided to have the device replaced to another. After further evaluation by the asp, it was confirmed that the issue could not be duplicated by a check performed. Since occurrence record of "check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log, the central processing unit (cpu) printed circuit board assembly (pcba) board was replaced for preventive measures. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the cpu printed circuit board assembly (pcba) into a pil ventilator to duplicate the reported issue. Testing of this cpu with the accusation of a secondary alarm failure / e/c 1104 has been analyzed. The results of the testing of this cpu have resulted in a no problem found. In addition to the previous, the pil tech verified through the self-induced prox alarm generated at the pil that the alarm could be reset and also silenced. No issues were noted with the silencing of the alarm.

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that the device is getting error code 1104 backup alarm failed message, and they could not silence the alarm. The device kept operating when the alarm occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The hospital kept using the unit for the patient after the occurrence of the alarm. No medical intervention provided to the patient, nor a delay was noted. The authorized service provider (asp) visited the hospital and confirmed the reported problem. The asp explained the contents of the log and performed a startup test more than 10 times and reported to the me that no abnormality was observed. They had observed the device for a while per the me¿s decision, but they decided to have the device replaced to another. The investigation is ongoing.